Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 51 months and 50 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis revealed an intermittent decrease of the shock impedance to <25 ohm since (B)(6) 2014, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be flawless. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction.